Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the reported dim and discolored display screen was unable to be duplicated or confirmed during investigation. The display screen was found to be fully functional and fully illuminated with no visible signs of fading or discoloration. Unrelated to the complaint, the bolus button cover and plug were found to be detached from the pump, exposing the internal contact. There was no evidence of contamination or other anomalies found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported a dim/fading/color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.